Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain clarification of the troubleshooting completed, the device serial numbers, confirmation of part replacement, and confirmation of resolution. No response or further information was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.

Event description:
Philips received a complaint on the v60 ventilator's battery indicating that it does not work. It was provided that the battery was not charging but was recognized in the ventilator's service mode. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. Further information regarding the device and reported issue have been requested.